Event description:
Reportedly, the image went out during a procedure. The scope was leak tested and reprocessed. After reprocessing there was no image at all. There were injuries to the patient reported. This is being reported in an abundance of caution.